Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25x32mm promus premier¿ drug-eluting stent was advanced into the guide catheter; however, it was noted that the stent came off of the balloon and was sticking as it entered the guide catheter. The device was retrieved but it loosen on the balloon catheter and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier us mr 2.25x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Distal end of the stent to the mid-section were damaged with stent struts stretched and pulled distally along the balloon with the distal end of the stent covering the distal balloon cone. The stent has also moved slightly on the balloon in a distal direction. The proximal end of the stent was undamaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed multiple kinks on the inner and outer material. Multiple sites of inner shaft polymer extrusion bunching occurred on the distal inner close to the bicomponent bond and stretching which occurred on the port bond for a length of 4mm. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25x32mm promus premier drug-eluting stent was advanced into the guide catheter; however, it was noted that the stent came off of the balloon and was sticking as it entered the guide catheter. The device was retrieved but it loosen on the balloon catheter and the procedure was completed with a different device. No patient complications were reported.